Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the geo pc failed to boot up, resulting in the failure of the geometry movements. Rse performed functional analysis and identified that the arch and table do not move due to a geometry error. All equipment was turned off after troubleshooting, and geometry ipc cables were reconnected, but the issue was not resolved. Rse reconnected a cable from the m-cabinet's system interface board (sib). After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry pc failed to boot up. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.